Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer did not follow the onscreen instructions on the first load attempt, the customer reported following prompts on subsequent attempts. Customer's blood glucose level was not impacted. The customer was able to load a cartridge successfully, and had pens available as alternate insulin therapy.